Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient¿s parent reported the cgm persistently displayed 40 mg/dl and ¿low.¿ based on the cgm readings, the parent gave the patient 15 grams of carbohydrates without first performing a fingerstick blood glucose (fsbg) check. The patient appeared pale and developed vomiting and shaking, an fsbg showed 584 mg/dl, while the cgm continued to display ¿low.¿ the patient was then taken to the emergency room (ER). At the ER, the fsbg reading was 490 mg/dl. The patient received intravenous (IV) fluids for treatment. After treatment, the patient¿s fsbg levels decreased to 290 mg/dl. At the time of report, the patient was still in the ER (under 24 hours), but noted feeling better after treatment, though not yet discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.